Event description:
It was reported that the radio frequency programmer head was not working. The head was replaced, and sent in for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the radio frequency programmer head was not working. The head was replaced, and sent in for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the radio frequency programmer head was returned and analysis could not confirm the customer comment that the head was not working. Analysis did find that the head failed all amplitude uplink tests and that the label was missing. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).